Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge and syringe needle change was performed resolving the issue. Subsequently, it was reported that the customer performed the fill tubing sequence while connected at the site and delivered 20 units of insulin into the body. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose ranged from 136 mg/dl to 255 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.